Event description:
It was reported that the health care professional called technical services to request a review of this implantable cardioverter defibrillator stored atrial tachy response episodes. Upon review, ts observed noise on the right ventricular shock lead and non-boston scientific right atrial lead. Ts noted the noise was fine and fuzzy consistent with muscle noise. Ts also noted that the non-boston scientific ra lead noise was oversensed. Ts made recommendations for further lead evaluation to be considered. At this time, the rv and non-boston scientific ra leads remain in service. No adverse patient effects were reported.